Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse found that if the system trainer cables were moved slightly, the ECG signal would disappear. The fse replaced the front-end board. The customer's system trainer and the fse's system trainer were both working as intended without any intermittent ECG signals. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: pn: 0670-00-1164 sn: (B)(6) front end board. This part was received with a reported unit failure message of ECG signal was intermittent. Performed visual inspection of this part received and part looks to be in good condition. Installed the front-end board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of ECG waveform signal were intermittent while testing. Front end board failed testing. Sending front end board to the supplier for failure analysis as per procedure. The failure analysis and testing dept. Received part number 0670-00-1164 serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier performed an in-circuit test, which all tests passed. The supplier did not replicate the failure of the ECG signal cutting in and out. The board passed testing. The failure analysis and testing dept. Installed part number 0670-00-1164 serial number (B)(6) into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. Retaining the board in the fat per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the during in service the cardiosave intra-aortic balloon pump (iabp) unit ECG stopped working with the trainer. A second trainer was connected, the ECG didn't get picked up. ECG would not work with multiple trainers and the iab pump is brand new and was the first training with the pump. There was no patient involvement reported.